Event description:
Procedure: esophagectomy. According to the reporter: no pt info given. Surgeon could not get the anvil to connect to the eea device. After failed attempts, the surgeon had to open to complete the procedure. Operating room time extended one hour.

Manufacturer narrative:
(B)(4).